Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat cystocele. It was reported that following insertion the patient experienced recurrence of prolapse.(B)(4).

Event description:
It was reported that the patient underwent a surgical procedures and an mesh was implanted into the patient in (B)(6) 2004 and (B)(6) 2006. The patient has additional mesh implanted on (b)(64) 2008 and on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-03873 and medwatch 2210968-2012-03875. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence. It was reported that the patient underwent partial mesh excision on (B)(6) 2012 .